Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance, loss of capture, unspecified sensing issue and dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance, loss of capture, decreased sensing and dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 should have been decreased sensing.